Event description:
It was reported that a prismaflex set had an external blood leak and a damaged filter port was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available for investigation. However, photos of the impacted unit were provided. The visual inspection observed an external blood leak at the level of the filter port. The leak was due to a crack on the filter housing. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.